Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified but the issue likely occurred due to a component failure. The image was normal after connecting the ultrasound plug unit and cable (ad). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a b30 scope communication error occurred during service/maintenance. There were no reports of patient involvement.